Event description:
It was reported that blood came out of the inflation port. A 2mm x 40mm x 90cm sterling balloon catheter was selected for use in an angioplasty procedure below the knee. During the procedure, the balloon was advanced as usual inside the patient and then blood came out of the inflation port. As a result, the balloon was never inflated. Another balloon was used to successfully complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a circumferential tear 7mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found a rupture in the balloon.

Event description:
It was reported that blood came out of the inflation port. A 2mm x 40mm x 90cm sterling balloon catheter was selected for use in an angioplasty procedure below the knee. During the procedure, the balloon was advanced as usual inside the patient and then blood came out of the inflation port. As a result, the balloon was never inflated. Another balloon was used to successfully complete the procedure. No patient complications were reported.